Manufacturer narrative:
(B)(4).

Event description:
It was reported "product did not fire". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received without tray, pusher not deployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged urethral endpiece (ue) ready to de-ploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: needle damaged: the needle tip broken at the tip. Needle damaged: the needle is bent near the needle spool. The capsular tab (CT) did not unsheathe. Measuring the remaining suture in the device revealed 49 mm of suture was deliv-ered. This indicates a 49 mm of suture, and the CT was delivered. This is derived from the following formula: implant delivered = 438 - measured suture length - 3 mm typical implanted length is 5 - 22 mm the suture cut quality is atypical in appearance. The cut was rough and squared off. The needle was found to be broken approxim ately 1.18 mm from the tip. Comparison with a ref-erence needle shows approximately 1.18 mm of needle missing. The missing needle material was not returned with the device. The needle was found to be bent at two positions approximately 30.046 mm and 40.513 mm respectively from the needle spool. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The customer report of: "product did not fire " was confirmed. Confirmation is based on interpreting the reported event to mean that the returned device did not create a urolift implant within the patient. The failure mode of bone strike prevented the device from creating an implant. This is a known possible outcome of the procedure and is not indicative of a device of a device malfunc-tion. This investigation has determined that the device encountered the following failure modes: ul - needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not un-sheathe: the CT was unable to deploy due to the damaged needle interfering with CT deploy-ment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "product did not fire". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "product did not fire". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) a visual inspection of the returned device was conducted, and the following observations were made : received without tray, pusher not deployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to deploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuck-led, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: needle damaged: the needle tip bro-ken at the tip. Needle damaged: the needle is bent near the needle spool. The capsular tab (CT) did not unsheathe. Measuring the remaining suture in the device revealed 49 mm of suture was delivered. This indicates a 49 mm of suture and the CT was delivered. This is derived from the fol-lowing formula: implant delivered = 438 - measured suture length - 3 mmtypical implanted length is 5 - 22 mmthe suture cut quality is atypical in appearance. The cut was rough and squared off. The needle was found to be broken app roximately 1.18 mm from the tip. Compari-son with a reference needle shows approximately 1.18 mm of needle missing. The missing nee-dle material was not returned with the device. The needle was found to be bent at two positions approximately 30.046 mm and 40.513 mm respectively from the needle spool. Functional in-spection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of: "product did not fire " was confirmed. Confirmation is based on interpret-ing the reported event to mean that the returned device did not create a urolift implant within the patient. The failure mode of bone strike prevented the device from creating an implant. This is a known possible outcome of the procedure and is not indicative of a device of a device malfunc-tion. This investigation has determined that the device encountered the following failure modes: ul - needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not un-sheathe: the CT was unable to deploy due to the damaged needle interfering with CT deploy-ment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.